Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: at the sixth firing, the device could not cut the staple line of first firing and most staples were malformed. New cartridge was opened and the part was stapled. Nothing fell into cavity. Pt is under observation. The case was not extended by more than 30 minutes. There was unanticipated tissue loss.